Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). According to received information, liquid presence was noticed on the expiratory channel printed circuit board (pcb). The pcb was replaced to resolve the issue. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to liquid presence on expiratory channel printed circuit board. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's expiratory channel printed circuit board was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).